Event description:
It was initially reported in clinic notes that the patient experienced syncope. The reason for the syncope and the relationship to vns is unknown. Good faith attempts for additional information have been unsuccessful to date.